Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis found that the plee60a device was received with no apparent damage and with a gst60b cartridge loaded on the device fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: just for clarification, when the stapler cut did it deliver a full cut line? Or did the stapler partially fire? Yes the stapler delivered a full cut line. If yes, were the cut line and staple line equal in length? Yes the cut line and staple line were equal in length for the most part. To clarify, was the staple line interrupted; staples not present/visible on any portion of the staple line? Staple line was interrupted and more than half the line did not have staples deployed. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? There was no appearance of the interrupted staples as they did not deploy into the tissue.

Event description:
It was reported that during a laparoscopic gastric bypass, on the third firing, with a blue reload, no buttressing material, across the gastric pouch, the stapler cut and partially deployed staples. A second like blue reload was tried with the same stapler and successfully completed the staple line across the gastric pouch. There were no patient consequences reported.